Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mics handpiece handle fell off mid case when screw holding it together fell out. Per the hospital, they want to know if they can place screw back in and tighten themselves if this happens again. Tka case.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that mics handpiece handle fell off mid case when screw holding it together fell out. Product evaluation and results: "visual inspection: visual inspection revealed no physical damage. The handle was properly attached to the handpiece when investigated. Dimensional inspection: dimensional inspection was not completed. The reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no and accepted into final stock on 03/14/ 2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42060117 shows no additional complaints related to the failure in this investigation. Conclusions: the allege failure mode was not confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4).

Event description:
The mics handpiece handle fell off mid case when screw holding it together fell out. Per the hospital, they want to know if they can place screw back in and tighten themselves if this happens again. Tka case.